Event description:
Device generated a result of "lo" without dosing the test strip with blood. Reporter stated a result of 187 mg/dl was obtained after the result of "lo" with a dosed test strip. No treatment was received. A request was made for the return of the suspect device and replacement product was sent.